Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd flunt fill needle with filter had foreign matter. The report is as follows, "during taking solution, it was found unable to take solution, the needle clogged. And found black foreign matter in needle."

Event description:
It was reported that a bd flunt fill needle with filter had foreign matter. The report is as follows, "during taking solution, it was found unable to take solution, the needle clogged.and found black foreign matter in needle."

Manufacturer narrative:
Investigation summary: one photo was provided. It shows a needle assembly connected to syringe. The needle is inside a small bottle with solution. There is small particle on the tip of needle. Failure mode is verified however root cause could not be determined based on the photo provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.